Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.